Event description:
During an atrial fibrillation procedure, the catheter would not display and the procedure was cancelled as a result. The first catheter was exchanged for a second one, but the issue remained. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. Abbott is unable to evaluate the product involved in this incident since the full electronic files from the reported event date were not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.